Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pca alerts 'maximum limit reached' was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was on a patient controlled analgesia pump module requiring boluses from the bag. When the nurses went in to administer the bolus, they got an alert on the pump module that said max limit reached and the pump module would not administer the bolus. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was on a patient controlled analgesia pump module requiring boluses from the bag. When the nurses went in to administer the bolus, they got an alert on the pump module that said max limit reached and the pump module would not administer the bolus. There was patient involvement, but the impact is unknown.